Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient was diagnosed with right coronary artery saphenous vein graft bleeding. The patient was taken back to the operating room. The chest was opened and the saphenous vein graft bleeding was resolved. After the bleeding was resolved, an x ray showed that the impella rp was out of position. The physician tried to rewire and the device was explanted. A replacement impella rp was implanted. The patient's outcome at time of explant was reported as survived.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.